Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the customer had been experiencing difficulty charging the pump with the usb cable. A replacement usb cable was sent to the customer. Customer's blood glucose ranged from 102-220 mg/dl. The supplies were changed to address the occlusion alarm.